Event description:
A customer reported that a cupola and its spring arm fell while a nurse was manipulating it during a surgery. The nurse got a hematoma to her left hip, not necessitating any medical treatment. Factory reference number: 2013-30439. (B)(6).

Manufacturer narrative:
Maquet believes that during a 2012 service event, the retaining clip ((B)(4), circlip) that secures the spring arm to the rest of the configuration was not correctly seated. Additionally, two washers were missing from the configuration. These factors allowed the spring arm to slide down. Retraining of the service tech has been scheduled to prevent recurrence. The correct assembly directions are in the installation manual and state that the washers must be installed and that only a good circlip should be used. The manual explains that when properly installed, the circlip should turn freely in its groove. The device has been repaired and is functional. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report.